Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. The DHR was reviewed and no discrepancies relevant to the reported event were found. It was reported that the patient fell multiple times but it is not sure what caused patient fall. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient alleges pain, popping, instability, limited flexion and walks with a limp. The patient also claims to have fallen four times. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; g3; g4; g6; h1; h2; h4. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00775, 0001822565-2021-00799.

Event description:
It was reported the patient underwent a left tka. Approximately 2.5 years later, the patient alleges pain, popping, instability, limited flexion and walks with a limp. Patient also claims to have fallen four times. Attempts have been made and no further information has been provided.